Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system upgrade procedure, the stylet was unable to be removed from the atrial lead lumen. Once the stylet was removed, the insulation of the lead appeared to be rippled. The lead was not implanted and a new lead was placed. The patient was stable post procedure.